Manufacturer narrative:
A 3500a supplemental will be submitted to the FDA as required if any additional information is provided. (B)(4).

Event description:
Post an a-fib procedure, it was reported that worsening mitral valve insufficiency (from trace to mild) was found. This event was classified as anticipated and not serious. The outcome from this adverse event was not changed. Initially, the event was adjudicated by the (B)(6) as unrelated to the device. On (B)(6) 2011, bwi was notified that the event had been confirmed to be reclassified by the (B)(6) as possibly related to the device.